Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient stated she disconnected herself from the hc and then reconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during drain. The hp stated she disconnected herself from the hc and then reconnected. The technical service representative (tsr) assisted the hp to cycle power off to clear the alarm. The tsr explained the se 2240 indicates air entered the set up and advised the hp of proper procedure for disconnecting. The hp stated she would start over with new supplies. There was no patient injury or medical intervention reported.